Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacemaker dependent patient became syncopal. A lead fracture was discovered. The lead was capped and replaced.